Event description:
The medical staff reported a ruptured implant. The side affected is unknown. The location of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.